Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited high thresholds. The lead was no longer used and a new lead was implanted. The patient was fine before, during and after the procedure.

Manufacturer narrative:
(B)(4).